Event description:
This report is 2 of 2 and linked to mfg report number: 3004608878-2026-00073: a facility reported that the patient's head slipped after being positioned in the mayfield infinity skull clampp (a1114), and a laceration was observed at one pin site about 2 cm long. Additional information has been requested.

Manufacturer narrative:
The mayfield infinity skull clamp (a1114) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate slippage. There is a slight rotational movement in the lock, but when the clamp is properly positioned and put under pressure, it did not move. Additionally, the unit was purchased in november of 2024 and has not received any maintenance since that time. It is with strong recommendation that the unit receive a general pm service at this time. Since a patient injury was involved, the unit was sent to quality engineering (qe) for further investigation. Qe confirmed the initial findings of the service team with the observation that there was minimal movement present in the lock. To resolve the observed issues, all worn components will be replaced with new parts, and general maintenance and cleanin root cause - the complaint is not confirmed for slippage as when the clamp is properly positioned and put under pressure, it did not move. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.